Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Further analysis revealed incorrect wrench insertions were being made into the rv-setscrew. The wrench was not being aligned to go into the setscrew inset correctly. The wrench was being turned around the top of the setscrew inset. The setscrew cannot be tightened without full insertion of the wrench tip into the inset. The device was tested with correct wrench insertion into the setscrew and the wrench fully tightened the setscrew onto test leads holding the leads securely in place in the connector. Electrical testing of the device revealed no anomalies and the device had normal pacing output and capture at different threshold levels. The device also showed it had not been interrogated for measured data or performed any tests in the field. The battery voltage is above elective replacement indicator (eri) and near beginning of life (bol).

Event description:
During the implant procedure, while positioning the right ventricular (rv) lead inadequate capture and no low voltage (lv) output were noted on the lead potentially due to poor connection with the device. The lead and device were exchanged, and the patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-04202.